Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is submitted because during clip positioning for deployment, ventricular fibrillation occurred, treated with mechanical and medicinal reanimation. Chordal rupture occurred. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve, and leaflet grasping was performed. While the clip was attached to both leaflets and was still attached to the cds, the patient experienced ventricular tachycardia and ventricular fibrillation. Mechanical and medicinal reanimation was performed. A chordal rupture occurred. The physician stated that the chordae rupture may have occurred when reanimating the patient. Mr was reduced to 2, however it returned to 3-4 after the chordal rupture was noted. By the end of the procedure only the one clip was implanted. The patient is in stable condition. The heart team will discuss any possible additional treatment for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effects of tissue damage (chordal rupture) appears to be a result of procedural conditions and due to the leaflets being grasped by the clip during reanimation attempts for the arrhythmias; however, a cause for the arrhythmias (ventricular fibrillation, ventricular tachycardia) was not reported and cannot be determined. The reported unchanged mitral regurgitation (mr) was likely a symptom/secondary effect of the chordal rupture. Lastly, the reported additional therapy/non-surgical treatment and treatment with medications were a result of case specific circumstances, as mechanical reanimation was performed, in addition to adrenalin and amiodaron were administered. The reported patient effects of arrhythmias (ventricular tachycardia and ventricular fibrillation), worsening mitral regurgitation, and mitral valve injury (tissue damage/chordae rupture), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.